Event description:
Caller reported an occlusion alarm, but there was no verification of the alarm number in the pump history by the technical support team. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.